Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing and one high pacing impedance measurement were noted. The device was reprogrammed in clinic. Provocation testing found no anomalies. The patient is in good condition. The lead remains implanted.